Manufacturer narrative:
As no lot number was reported, a shipping history was performed to identify the most recent lots of the device shipped to this customer. The device history records for these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that all the lots met material, assembly and performance specifications. A review of the december 2009 navilyst medical complaint report was performed. No adverse trends were noted for the failure mode of "hole in catheter," and the product family of "vaxcel pasv PICC." Visual inspection of the returned sample showed a slit of <.025 inches on the catheter tubing just distal to the suture wing. No other damage was noted, other than the catheter having been cut at the 2 1/2 cm depth mark. The distal portion of the catheter was not returned. The reported leakage was confirmed by testing the device. Although the exact cause of this damage is unable to be determined, based on the visual condition of the sample, and the fact that all dimensions of the catheter were measured and found to be within specification, this does not appear be a manufacturing-related defect. The directions for use packaged with this device caution against the use of sharp instruments near the extension tubes or catheter shaft. Manufacturing process controls include a 100% leak test and guidewire lumen patency check of all catheters. (B)(4).

Event description:
During placement of a PICC device, leakage was noted distal to the suture wing. The device was removed and replaced with another of the same style. There was no injury to the patient and their condition was reported as "stable'. The used device has been returned for evaluation.